Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm experienced a mix of product types within a pack. Product defect was noted prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: 1 syringe with long needle got mixed in the polybag of 8mm. The length of long needle seems 12.7mm.

Manufacturer narrative:
H.6 investigation summary: customer returned seven (7) 0.3ml bd insulin syringes and an open polybag from lot 8295943. Consumer reported 1 syringe with long needle got mixed in the polybag of 8mm; the length of long needle seems 12.7mm. All seven returned syringes were examined, then tested for needle length and outer diameter. The following was observed: data: sample 1 cannula length (mm): 12.7; outer diameter (in.): 0.0133. Sample 2 cannula length (mm): 12.7; outer diameter (in.): 0.0133. Sample 3 cannula length (mm): 12.7; outer diameter (in.): 0.0133. Sample 4 cannula length (mm): 12.7; outer diameter (in.): 0.0133. Sample 5 cannula length (mm): 12.7; outer diameter (in.): 0.0132. Sample 6 cannula length (mm): 12.7; outer diameter (in.): 0.0133. Sample 7 cannula length (mm): 12.7; outer diameter (in.): 0.0133. All seven returned syringes were determined to be 29gx12.7mm, 0.3ml bd insulin syringes (specs: outer diameter for 29g cannula: 0.0130¿- 0.0135¿). No evidence of manufacturing defect was observed, however, due to the syringes being returned loose with an opened polybag. Since the samples were returned after use it could not be determined if the samples were incorrectly packaged together during the manufacturing process, and therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch #8295943. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm experienced a mix of product types within a pack. Product defect was noted prior to use. The following information was provided by the initial reporter, translated from japanese to english: 1 syringe with long needle got mixed in the polybag of 8mm. The length of long needle seems 12.7mm.